Manufacturer narrative:
Device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Patient stated that she had a reading of over 700 and was hospitalized over night. The v-go 20 in question that the patient was wearing was removed and thrown away at the hospital. Insulin lot number and expiration date not available. The patient stated that her healthcare provider told her not to give herself any bolus clicks. Patient. Was instructed by the hcp to only use the vgo 20 for basal delivery and to continue using her novolog pen for meal bolusing and correction. Most of the patient. Bg values on the vgo have been in the 300 and 400 range. When the patient. Was hospitalized for the bg >700 she had worn the vgo for less than 24 hours. Her bg was over 700 as she started vomiting with the elevated bg and did not feel well. She reports her spouse stated she "was slurring" her speech and vomiting; she was taken to the emergency room and admitted for treatment of the hyperglycemia. Patient. Reports she was given insulin by IV but does not know her discharge diagnosis. Patient has seen hcp and has changed her prescription.

Manufacturer narrative:
Initial reporter corrected, health professional - no checked, non healthcare professional, follow up #1, correction checked.